Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2006, 310c31 tissue valve, implanted: (B)(6).

Event description:
It was reported that the clinician observed the device pacing below the lower rate, though a review of the device egm indicated otherwise. Additionally, the right ventricular (rv) lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.